Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. This report was mailed to FDA on: 06/13/2008.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported that she cannot read words printed in green ink. The patient is very happy with distance and near visual acuity. In a follow-up, the surgeon reports that the patient was examined and her color visual acuity was normal. He stated examples of green print that were difficult for the patient to see were low contrast, usually green on blue background with poor spatial contrast. He reports the outcome of event as "good".